Event description:
It was reported that pump triggered recurring cartridge alarms that began on 04/16/2026 and occurred about twice daily through (B)(6) 2026, and alarms did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections and a backup pump to maintain insulin delivery, and technical support arranged a replacement pump, confirmed warranty and shipping details, instructed customer to place problematic pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.